Event description:
It was reported through a journal article that the patient was revised due to poly wear sixteen years, nine months post implantation. Attempts have been made and no additional information is available.

Manufacturer narrative:
(B)(4). D10: unknown femoral component. Unknown tibial component. G2: event occurred in south korea. G2: literature citation: yang hy, song ek, park cj, bae kh, seon jk. Robotic-assisted total knee arthroplasty improves aseptic survivorship compared to conventional total knee arthroplasty: a minimum 15-year follow-up. Knee surg sports traumatol arthrosc. 2025;1¿12. Https://doi.org/10.1002/ksa.12731. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. ¿ the following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the catalog and lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.